Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise and high pacing impedance. The physician elected to explant the ra lead and replace it with a new lead. The patient remained stable.